Event description:
It was reported that a surgery was performed on 2009 and 24 moths later a repair failure was identified in a vertical longitudinal repair in conjunction with acl reconstruction that was suitable for revision, with the repair completed using a hybrid technique. Patient returned to sport after 3 months from the operation.

Manufacturer narrative:
The reported device intended for use in treatment, has not been returned for evaluation. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the limited clinical information provided, a thorough medical investigation could not be rendered. Should any products and/or any additional medical information be provided this complaint will be reopened and re-assessed. Further investigation is not warranted at this time.

Event description:
It was reported that a repair failure was identified in a vertical longitudinal repair in conjunction with acl reconstruction that was suitable for revision, with the repair completed using a hybrid technique. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.